Event description:
It was reported that "fiolan" was used with the bd plastipak¿ concentric luer lock syringe and leaked past the stopper during use. The following information was provided by the initial reporter, translated from dutch to english: "customer reported leakage past stopper. Fiolan was used with the product."

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907231, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907231 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "fiolan" was used with the bd plastipak¿ concentric luer lock syringe and leaked past the stopper during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported leakage past stopper. Fiolan was used with the product."